Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds over the past year. The lead was reprogrammed. No patient complications have been reported as a result of this event.